Manufacturer narrative:
Analysis of the interstim ii s/n (B)(4) found non-conformance in that the setscrew was backed out too far and misaligned. It was noted the impedances were good on every electrode pair.

Event description:
It was reported during procedure, there were high impedances the health care provider used torque wrench to remove the lead and reset it into the device. When he did that and tightened the screw it would not engage and click. It was reported that they removed and replaced lead into header, trying several times to get the screw to click but it could not. It was indicated that the issue was not resolved. There was no symptom reported. Additional information received 3 days later indicated that patient was receiving therapy. It was later reported 18 days later that health care provider was unable to engage screw set. It was noted that patient had no symptom and recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v059852, implanted: (B)(6) 2007, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).